Manufacturer narrative:
E1: initial reporter facility name - (B)(6) hospital. Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. The balloon was loosely folded. There was a pinhole at the marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. The balloon was inflated three times but ruptured during the third inflation at below rated burst pressure. The device was completely removed from the patients body. A pinhole was noted on the balloon. The procedure was completed with a different device. There were no patient injury reported and the patient was in good condition.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. The balloon was inflated three times but ruptured during the third inflation at below rated burst pressure. The device was completely removed from the patients body. A pinhole was noted on the balloon. The procedure was completed with a different device. There were no patient injury reported and the patient was in good condition.